Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This product was originally reported in error. There is no patient harm, serious injury or evidence of reportable malfunction at this time. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During reprocessing the attune container lost the black colour. The black particles of container legend were scattered in the washing machine and instruments..

Manufacturer narrative:
Examination of the submitted instrument trays confirmed the markings are coming off the side of the trays. A preliminary risk assessment was conducted and did not identify any patient harm related to the ink peeling from the instrument trays. The root cause is supplier related. Supplier CAPA (B)(4) has been initiated to investigate, identify root cause, and corrective actions.